Manufacturer narrative:
It was reported that no further information will be released by the hospital or surgeon. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left knee was revised due to instability. Surgeon reported he suspects the patient had a soft tissue problem and that there were no problems with or allegations against the implants. The patient's entire cr knee construct was revised. Rep reported that no further information will be released by the hospital or surgeon.